Event description:
Customer reported that, prior to intubation, the clinician was reportedly pulling the machine forward with one hand, grabbing from under the tabletop, and one hand grabbing the flow sensor module. The flow sensor module reportedly became dislodged from the machine, and the two connectors that plug into the bulkhead came ot of the flow sensor module during this movement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.